Manufacturer narrative:
The pump had a constant motion sensor test failure alarm during the rewind test due to an out of phase motor encoder signal. Unable to complete the functional testing, including the displacement, basic occlusion, occlusion, prime and excessive no delivery alarm tests or verify the motor error alarm or motor position encoder error alarm due to the motion sensor alarm. The pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that an MRI machine was in the next room and her insulin pump alarmed motor error and motor position encoder error. The patient's blood glucose at the time of incident is unknown. The insulin pump will be returned for analysis.